Event description:
Extreme eye irritation necessitating not wearing of soft contact lenses. Dates of use: 2006 - 2007. Diagnosis: eye irritation, blurriness. Event abated after use: yes. Event reappeared after reintroduction: doesn't apply.